Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in an estradiol value of 6.7 pg/ml and repeated as 1248 pg/ml. The estradiol reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer checked the tip of the sample probe and it was not dirty. The investigation could not identify a product problem. The cause of the event could not be determined.